Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR # 1225714-2013-00991.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
Additional information was received and the following were updated accordingly. (B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2013-00990 and 1225714-2013-00991.

Event description:
The additional information received alleges the patient experienced cardiac arrest.